Event description:
Information was received from a patient (pt) regarding external devices to an implantable neurostimulator (ins) implanted for non-malignant pain indications. It was reported that pt was having issues with the controller, recharger and ac power cord for about a month to close to two months. Patient stated the controller screen turned white with and without recharger connected and they reset the controller. Patient stated while recharging the ins, the controller will stop charging. Patient stated sometimes the controller does not charge when plugged into the outlet. Patient stated sometimes the controller showed the message batteries low to recharge soon when the controller is fully charged up and ins is at 50%. Patient stated sometime the controller screen is integrated together. The manufacturer's patient services specialist (pss) asked pt to inspect the recharger for damage and if the recharger got hot. Patient stated there was no visible damage on the recharger but the paddle got hot. Pss asked patient to inspect the controller port for damage and patient said there is no visible damage on the controller port or ac power supply cord. Pss asked patient to connect with controller and the controller showed that the ins was 30% charged and the controller was 100% charged. The issue was not resolved. Patient insisting on replacing the ac power supply. No symptoms were reported. A replacement controller, recharger, and ac power supply were sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.